Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample processed using a cell-dyn 1800 analyzer generated a falsely elevated platelet value of 21 k/ul compared to lower platelet values of less than 10 k/ul obtained on this patient in other laboratories (test methods no provided). The customer indicated that one of the reference labs performed a blood smear review stating that the platelet estimate obtained agreed with the automated count of <10 k/ul. No adverse outcomes or impact to patient management were reported related to this issue.

Manufacturer narrative:
(B)(4). The customer technical advocate instructed the customer to check the patient results for upper region interference (uri) flags. The customer reported that smear review at the reference lab and the hospital showed no plt clumps or abnormal plts. The customer reported that quality controls and the peer group data were within acceptable limits. The customer stated that instruments were not correlated or calibrated to each other. The customer did not know the types of instruments being used at the reference lab and at the hospital. The cta explained to the customer that this was an isolated issue with one (1) patient on multiple samples during multiple collections; no other patient samples were affected. In addition, quality controls and the peer group data were within acceptable limits. The cta explained to the customer that the instruments were not correlated or calibrated to each other and that there could have been an unknown factor between the instruments and the samples that may have caused the observation. The data for the sample in question, collected on (B)(6) 2010, showed that an upper region interference (uri) flag was displayed after the plt result. The issue is addressed in the product labeling with regard to flagged results. The operator is instructed to review the mcv and the plt histogram. If the mcv is low and/or the histogram indicates an overlap (poor separation in the upper discriminator) in the rbc and plt populations, the operator is instructed to review a stained smear to determine the cause and confirm the plt count. A non-statistical trend (nst) review was performed and no nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue.

Manufacturer narrative:
(B)(4). A typographical error was discovered for date of event. The entry for this field on the initial report was incorrectly entered as (B)(6) 2010. The correct date is (B)(6) 2010.